Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent transducer fault (xdcr) display alarm, on this ventilator device. The customer stated no patient involvement was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.